Event description:
According the reporter: occurred during a laparoscopic lobectomy. The device was able to fire, however, when being applied to the lung the jaws could not clamp tightly. In order to complete the case a new device was used. The patient status is alive, no injury.